Event description:
It was reported that the user received repeated alert 38 motor stall notifications and was unable to rewind the pump during a dry run, consistent with a failure to infuse and associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device issue consistent with failure to infuse related to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.